Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included migraine, depression, hypertension, anxiety and cesarean section. Previously administered products included for an unreported indication: norvasc, relpax, neurontin, prozac and premarin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cystic changes noted on right ovary"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), the first episode of dysfunctional uterine bleeding ("abnormal bleeding (vaginal, menorrhagia, uterine bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), device expulsion ("intrauterine device is noted in lower uterine segment"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine enlargement ("enlarged uterus") and the second episode of dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy davinci (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and device expulsion outcome was unknown and the urinary tract disorder, ovarian cyst, vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, uterine enlargement and the last episode of dysfunctional uterine bleeding had not resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, uterine enlargement, vaginal haemorrhage, the first episode of dysfunctional uterine bleeding and the second episode of dysfunctional uterine bleeding to be related to essure. The reporter commented: discrepancy in essure insertion date as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: negative non contrast CT study of head. Ultrasound pelvis - on an unknown date: intrauterine device is noted in lower uterine segment. Mildly enlarged fibroid uterus. Minimal amount of fluid noted in endometrial cavity. Functional cystic changes noted in ovaries. Dominant hemorrhagic follicle in right adnexa.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: pfs and mr received: events added: abnormal bleeding (general), dysmenorrhea (cramping), enlarged uterus, dysfunctional uterine bleeding. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test: no". The patient's medical history included: migraine, depression, hypertension, anxiety and cesarean section. Previously administered products included, for an unreported indication: norvasc, relpax, neurontin, prozac and premarin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced ovarian cyst ("reproductive system disorder or condition, type of disorder or condition: cystic changes noted on right ovary"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). The first episode of dysfunctional uterine bleeding ("abnormal bleeding (vaginal, menorrhagia, uterine bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), device expulsion ("intrauterine device is noted in lower uterine segment"), genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine enlargement ("enlarged uterus"). And the second episode of dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy davinci (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and device expulsion outcome was unknown. And the urinary tract disorder, ovarian cyst, vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, uterine enlargement and the last episode of dysfunctional uterine bleeding had not resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder, uterine enlargement, vaginal haemorrhage, the first episode of dysfunctional uterine bleeding and the second episode of dysfunctional uterine bleeding to be related to essure. The reporter commented: discrepancy in essure insertion date as: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on an unknown date, negative non contrast CT study of head. Ultrasound pelvis: on an unknown date, intrauterine device is noted, in lower uterine segment. Mildly enlarged fibroid uterus. Minimal amount of fluid noted, in endometrial cavity. Functional cystic changes noted, in ovaries. Dominant hemorrhagic follicle in right adnexa. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020, quality-safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included migraine, depression, hypertension, anxiety and cesarean section. Previously administered products included for an unreported indication: norvasc, relpax, neurontin, prozac and premarin. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: cystic changes noted on right ovary"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), dysfunctional uterine bleeding ("abnormal bleeding (vaginal, menorrhagia, uterine bleeding") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems") and device expulsion ("intrauterine device is noted in lower uterine segment"). The patient was treated with surgery (hysterectomy davinci (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, urinary tract disorder and device expulsion outcome was unknown and the ovarian cyst, vaginal haemorrhage, dysfunctional uterine bleeding and menorrhagia had not resolved. The reporter considered abdominal pain, device expulsion, dysfunctional uterine bleeding, menorrhagia, ovarian cyst, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: negative non contrast CT study of head. Ultrasound pelvis - on an unknown date: intrauterine device is noted in lower uterine segment. Mildly enlarged fibroid uterus. Minimal amount of fluid noted in endometrial cavity. Functional cystic changes noted in ovaries. Dominant hemorrhagic follicle in right adnexa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and mr received: events essure confirmation test: no, abnormal bleeding (vaginal, menorrhagia, dysfunctional uterine bleeding, reproductive system disorder or condition type of disorder or condition: cystic changes noted on right ovary, intrauterine device is noted in lower uterine segment added. Medical history, lab data, historical drugs added. Suspect drug stop dated added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (full) (B)(6) 2013). At the time of the report, the pelvic pain, abdominal pain and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, pelvic pain and urinary tract disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter added. Previously reported event injury were updated to pelvic pain, abdominal pain, urinary problems. Insertion date updated. This case become incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.